Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined high impedance was noted on the pacing lead during the implant procedure. It was also noted the lead could not be paced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.